Manufacturer narrative:
Block h6: imdrf impact code f1001captures the reportable event of cancelled/ rescheduled procedure.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a truetome 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stone performed on (B)(6) 2025. During the procedure, the physician was using a truetome to perform sphincterotomy. Pads were set up and cautery machine secured. As the physician was performing the cutting, the device did not cut, and no burning seen in the ampulla. The physician then tried with another truetome with the same results. The procedure was not completed due to this event. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.